Event description:
A stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. The vessels currently have calcification and severe disease progression with the aortic neck dilatation. It was reported 46 months post stent graft implant, the stent graft has migrated 10 mm distally resulting in a type I endoleak. The physician elected to place an aneurx aortic cuff, however the aortic cuff was not long enough (2953200-2009-00267) and the physician elected to place a talent aortic cuff. The endoleak decreased however was not completely resolved. The pt has declined any further treatment or intervention. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Other, secondary intervention - eval results: (migration, endoleak). Conclusion: (severe disease progression with the aortic and aortic neck angulation).